Event description:
User experienced a water leak coming from the analyzer onto the floor. No one was harmed and no patient samples were involved. The field service representative found the incubation bath overflowing apparently caused by analyzer setting since installation. He re-leveled analyzer, performed incubation bath water exchange and monitored system for leaks during analyzer operation with no additional leaks observed. Performance tests were performed.